Event description:
It was reported patient lost effective stimulation due to lead migration and experienced pain at the ipg site after a fall. Surgical intervention was undertaken wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.